Manufacturer narrative:
The cobas® pulse serial numbers are (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results using the cobas® glu test strips for 3 patient samples on 2 cobas® pulse instruments. Please see the attachment "(B)(6)" for the results.